Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 57 mm from the terminal pin, only the proximal segment was returned. This lead was implanted with an is-1 compatible device (the header has internal silicone seal rings). There was header inner rings residue on the terminal silicone of this lead. It was concluded that silicone to silicone blocking (bonding) most likely occurred between the header inner seal rings and the terminal end molded silicone of this lead.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device changeout procedure, the right ventricular (rv) lead could not be removed from the header. Two different torque wrenches were used and the silicone was removed from the set screws. As the rv lead could still not be removed from the header, the lead was surgically abandoned. A new device and rv lead were implanted. No adverse patient effects were reported.